Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, 30 retention samples from bd inventory were visually inspected. 1 out of 30 failed for an additive abnormality. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis based on the photo provided. This complaint was confirmed for additive abnormality based on the retention sample testing. Bd was not able to identify a root cause for hemolysis.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was hemolysis. The following information was provided by the initial reporter: hemolysed samples observed for sku 367815 red top serum tube, lot number: 2181513 from different clinics. Clinics were informed not to use the tubes issued by us.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was hemolysis. The following information was provided by the initial reporter: hemolysed samples observed for sku 367815 red top serum tube, lot number: 2181513 from different clinics. Clinics were informed not to use the tubes issued by us.